Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box b and box h: type of reported complaint as product problem. After review, it was determined that the customer reported as serious injury. The following correction has been updated in this report. In box b: adverse event or product problem as both and outcomes attribute to ae as other was corrected. In box h: type of reported complaint as serious injury is corrected. In box h6: health impact code was corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of experiencing dropped oxygen level and fatigue. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal and external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of white dust in filter inlet, unknown black debris and white dust in blower exit. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes there was evidence of dirt and contaminant from the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.